Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the received device was forwarded to depuy commercialized product development for evaluation. Review of the received device finds the drill passes through the drill tower; however with some resistance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pin jack would not grasp pins to extract. No broken parts or pieces, no surgery delay. No instruments left in patient tibia prep drill gets stuck in drill tower. Both parts need replaced,no surgery delay, no instruments left in patient. No surgical delay.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.